Event description:
It was reported during the implant procedure that the physician had difficulty getting this lead to stay in position. Another lead was utilized and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Evaluation summary (B) (4) (B) (4) full lead.